Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reloaded the sys calibration files. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the collimator would not function properly on the 9900 sys. No pt injury was reported.